Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: zbronski k et al. Percutaneous pulmonary valve implantation in patients after ross procedure: role of intravascular ultrasound. Cardiol young. 2018 dec 21:1-3. Doi: 10.1017/s1047951118002202. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of the ross procedure who presented with pulmonary homograft degeneration, elevated pulmonary valve pressure gradient (45 mmhg), increasing dyspnea and worsening exercise tolerance. The patient underwent implant of a 45 mm non-medtronic covered stent in the right ventricular outflow tract (rvot) followed by implant of a medtronic melody bioprosthetic valve (serial number not provided). Two hours post implant, the patient complained of mild chest pain. A transthoracic echocardiogram (tte) revealed a pericardial effusion and evidence of subtle extravasation at the distal part of the homograft near the melody valve. Subsequently, an additional 45 mm covered stent was deployed into the rvot, pericardial drainage was performed with a substernal incision and 300 ml of fluid was removed, and a second valve was implanted (manufacturer not identified). Follow-up tte showed no pericardial effusion and accurate valve function. No additional adverse patient effects or product performance issues were reported.